Event description:
A malfunction alarm identified as "malf 12" indicating a momentary power loss to the vibrator motor was reported. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, successfully completed a reset, and continued using the pump without the malfunction recurring. Technical support advised the customer to call back if the issue reappeared, and the customer acknowledged the instructions.